Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the svg to the first branch of the obtuse marginal (om1). The physician was attempting to place a taxus express2 3.5x16mm drug eluting stent but was unable to cross the lesion. As the stent delivery system was being removed, the stent struts "pulled up on the end of the stent" when it was brought back into the guide catheter. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
A unit has not been returned for review, therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this complaint is unknown.